Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
It was reported that the patient received five inappropriate shocks, which appeared to be due to a lead dysfunction, as the pattern seen on the internal egm appeared to be able to be reproduced with ventricular pacing. The lead was explanted and replaced. Additional information from a lawsuit alleges lead fracture, inappropriate shocks, and states the patient has "suffered severe physical and emotional injuries" due to the sprint fidelis lead. No further patient complications have been reported as a result of this event.